Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed that error code e224 occurred due to a faulty cable. The image was present on the screen when the error occurred. In addition, the packing cab was chipped due to physical and/or chemical stress and the rear cover label was faded due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for a laparoscopic appendectomy procedure, error code e224 (scope communication error) occurred on the loaner device and there was no image. A similar device from a different manufacturer was used to complete the procedure following a delay to exchange the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e224 error is an error that occurs due to poor communication between the camera head and the processor. We estimated that a damaged cable caused a temporary communication failure and caused the e224 error. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled . Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.